Event description:
It was reported that the subject device presented no image due to cable malfunction. The issue was during preparation for a therapeutic procedure (chocolate cyst removal surgery). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the subject device presented no image due to cable malfunction. The issue was during preparation for a therapeutic procedure (chocolate cyst removal surgery). The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information; g3, g6, h2, h3, h4 & h6. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no additional visual / functional abnormalities. Based on the results of the investigation, it is likely that the following led to the malfunction: the inspection by the repair department confirmed that a cable failure had occurred in the actual device. Therefore, we presume that the cable failure caused the video function does not work properly and "no image output" occurred. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.